Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that review of the supraventricular tachycardia (svt) event notes slight irregular onset of ventricular tachycardia (vt) with stability intervals determination of some greater than stability setting of 50 msec. Onset of vt irregular with more stable events following there was sensing difficulty. No patient complications have been reported as a result of this event.